Manufacturer narrative:
Log file analysis revealed the following: 1 low flow alarm was logged on (B)(6) 2015 at 01:59:30. The low flow alarm limit was set to 3.0 lpm; 1 controller power up and motor start event on (B)(6) 2015 at 01:58:49 indicating both power sources were disconnected; the last data point prior to the controller power up at 1:40:13 on (B)(6) 2015 revealed that the patient was connected to the following power sources: (B)(4) (at 96% capacity) - active power source; (B)(4) (at 24% capacity). The last data point after the controller power up at 2:13:48 on (B)(6) 2015 revealed that the patient was connected to the following power sources: (B)(4) (at 91% capacity) - active power source; (B)(4) (at 99% capacity). This data suggests that the patient could have been without power for up to 19 minutes. There was a slight drop in flow of approximately 1.1 lpm on (B)(6) 2015 at 02:13:48; the last data point was recorded on (B)(6) 2015 where parameters were within the normal operating range. (B)(4): a review of the devices' incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the units met the internal requirements prior to their quality assurance release process. The devices were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported double power disconnect event was confirmed via review of the controller log files. Log file analysis revealed that (B)(4) (at 96% capacity) and (B)(4) (at 24% capacity) were connected to the controller before the loss of power at 1:40:13 on (B)(6) 2015. 1 controller power up and motor start event was logged on (B)(6) 2015 at 01:58:49. This data suggests that the patient could have been without power for up to 19 minutes. The reported "no power" event could not be confirmed without the controller being returned for analysis. Based on the available information and without the devices returned for analysis, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The devices were not returned for evaluation. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device is a likely contributing factor. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Based on the available information the most likely root cause of the patient outcome is hypoperfusion resulting from the loss of power which lead to hypoxic brain death due to circulatory arrest. No additional information was provided regarding the patient's past medical history and clinical status during the hospitalization; however, the patient's clinical status, related comorbidities, and interaction with the device may also have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-201502739 & 3007042319-2015-02740) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): warning! Always replace a controller with a blank display or no audible alarms. This condition is predictive of a controller failure. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Log file analysis performed on 08/04/2015: 1 low flow alarm was logged on (B)(6) 2015 at 01:59:30. The low flow alarm limit is currently set to 3.0 lpm. A transient decrease in estimated flow and power consumption was observed on (B)(6) 2015 at approximately 02:13:00. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is one of two reports (3007042319-201502739 & 3007042319-201502740) submitted for devices related to the same event.

Event description:
It was reported by the vad nurse that the patient was found "fibrillating on toilet" [with both batteries disconnected. The event was observed via remote monitoring. Per the doctor who started CPR, the controller had no battery disconnect sound. The batteries were reconnected and CPR was started; however, the CPR was not successful and the patient expired. Additional information was provided indicating that the patient expired on (B)(6) 2015. The official cause of death was hypoxic brain death due to circulatory arrest. No further interventions/medications were provided to the patient other than the attempted CPR/normal advanced life support (als). An autopsy was not performed and there is no further information available at this time. "Hospital has to discuss, whether devices will return. Information will follow." Investigation is ongoing.